Event description:
Patient reported having experienced ¿unusual pain, tingling, swelling, numbness, or burning of the breast " (irritation/inflammation). No indication of treatment or surgical reoperation. Healthcare professional reported a left side rupture. Healthcare professional later reported "left side dissection down to the capsule identified multiple liquid filled pockets." Device has been explanted and replaced.

Event description:
Healthcare professional later reported "left side dissection down to the capsule identified multiple liquid filled pockets."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, flat creases, around 0-25% of the shell missing. The device was underweight. A microscopic analysis was performed which identified a broken shell with striated edge on the anterior side assessed as surgical damage consist in the use of some surgical tool. Based on the device analysis the final assessment is a broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool, and missing shell assessed as inconclusive. Additional, corrected, and/or changed data.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29jan2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammation/irritation.

Event description:
Patient reported having experienced ¿unusual pain, tingling, swelling, numbness, or burning of the breast " (irritation/inflammation). This record represents the left side. Healthcare professional reported a left side rupture. Device has been explanted and replaced.